Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, removed cartridge, inspected and discarded damaged cartridge with missing o-ring, filled new cartridge, removed pump from case, inspected and cleaned pneumatic tap area, and then followed on-screen steps to successfully load new cartridge and resume insulin delivery.